Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff noticed that the fenestrated bipolar forceps instrument had a broken cable. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation confirmed the alleged issue that the instrument had a broken cable. The instrument's pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. Engineering evaluation observed that the clevis did not exhibit excessive damage.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.